Manufacturer narrative:
Unit received with blank display due to moisture damaged electronic assembly. No vibrate anomaly noted. Also moisture damage motor and vibrator during visual inspection. Unable to perform operating current test, unexpected restart. A cold reset was performed. Displacement test due to blank display. Unit had cracked reservoir tube lip.

Event description:
The customer reported via phone call that insulin pump was exposed to moisture. Blood glucose was unknown. The insulin pump will be returned for analysis.